Event description:
Event description cpi received information that during a routine follow-up this implantable pulse generator (ipg) was exhibiting the elective replacement indicator (eri) after 20 months of implant.

Manufacturer narrative:
Cpi received this device for analysis. The device passed automated and manual electrical measurements commensurate with its battery status. The device paced and sensed normally during all tests. The erp battery status could be cleared. The device was programmed to high output parameters in the ventricle due to a bad ventricle lead, ncpi. The ipg meets specifications, therefore cpi could not confirm the allegation.